Manufacturer narrative:
(B)(4). Date sent: 9/12/2023 see op notes attached.

Manufacturer narrative:
(B)(4). Date sent: 6/2/2023. B3: only event year known: 2016. D4: batch#: unk. H6: health effect - clinical code: gastrointestinal system (e10). Concomitant products: cp-657223, intuitive green stapler: cp-657224, intuitive blue stapler: cp-657225, blue gia 55 stapler. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 58 year old male patient with adenocarcinoma of the sigmoid colon who underwent robotic partial proctectomy, total abdominal colectomy with ileoproctostomy. Operative note provided indicates patient had multiple adenomas of the colon and rectum with a large rectal adenoma extending to 10 cm from the anal verge. The ¿rectum was transected with three firings of the intuitive green stapler¿ and the ¿terminal ileum was transected with a single blue intuitive stapler.¿ operative note indicates that ¿just before completing the anastomosis, a separation of the distal ileal staple line was identified; as a result, the distal staple line was excised with a blue gia 55 stapler.¿ a side-to-end ileorectal anastomosis was created using the ¿eea-29¿ stapler at 8 cm from the anal verge. The surgeon noted anastomotic rings were ¿thick and intact¿ and a leak west performed with a rigid proctoscope was negative. The anastomosis was intact and appeared well perfused without bleeding. Postoperatively, patient had multiple CT scans suggesting leak and on post op day 16, underwent placement of ileostomy and drains. Operative note indicates a rigid proctoscope was inserted and ¿posterior disruption of the anastomosis was present of approximately 1 cm.¿. Patient began chemotherapy treatment and the ileostomy was reversed approximately ten months later. Patient was diagnosed with hepatitis c and subsequently developed a fistula six months later requiring placement of another ileostomy. No records are provided as to the patient¿s current condition or treatment after 2017.